Event description:
It was reported that there was an inconsistency of the whole box of catheters, which were too thin or too thick, also the eye of the catheter did not have the drainage hole to drain , and the lubrication on the outside of the catheter was dry. Per follow up via phone on 22feb2021, some catheters had very small eyelets so the urine flows very slowly through. When the catheters are thin, they bend during insertion and would only go in halfway. These catheters had to be removed and replaced. Also reportedly, the lubricant on the catheter was dry even after popping the burst packet. Additionally, the patient developed a urinary tract infection following use of the catheters, treated with prescribed antibiotics.

Manufacturer narrative:
The reported event was unconfirmed because the reported event could not be reproduced. Visual evaluation noted 90 unopened intermittent catheters in original packaging were received. No damage noted on exterior of packaging. Dip line and hydrophilic coating present. A full review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was an inconsistency of the whole box of catheters, which were too thin or too thick, also the eye of the catheter did not have the drainage hole to drain, and the lubrication on the outside of the catheter was dry. Per follow up via phone on 22feb2021, some catheters had very small eyelets so the urine flows very slowly through. When the catheters are thin, they bend during insertion and would only go in halfway. These catheters had to be removed and replaced. Also reportedly, the lubricant on the catheter was dry even after popping the burst packet. Additionally, the patient developed a urinary tract infection following use of the catheters, treated with prescribed antibiotics.